Manufacturer narrative:
Date sent to the FDA: 10/1/2021. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.

Manufacturer narrative:
Date sent to the FDA: 04/25/2021. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2021 during which the surgeon noted he excised a 4 cm piece of fibrous tissue adjacent to the umbilicus. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.